Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the loaner flex deflectable videoscope had an air leak. There was no report of patient harm. The device was returned, evaluated, and it was found that the objective lens adhesive was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that water tightness was lost due to pinhole on the universal cord. In addition to the peeled objective lens adhesive, other evaluation findings are as follows: the bending section cover was scratched; the adhesive on the bending section cover was chipped; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the video connector case was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.